Event description:
It was reported that this patient received 8 inappropriate tachy shocks due to an atrial driven arrhythmia, and a fault code was noticed due to a high out-of-range (oor) shock impedance. Therapy was exhausted. Technical services reviewed the case and recommended to replace this patient's right ventricular (rv) lead, as full therapy cannot be guaranteed. Further information was received, there was actually no fault code, although the oor shock impedance was real. A commanded shock was recommended to further evaluate the lead and then it will fall into the physician's discretion whether to replace this lead or leave it implanted. Further information from the sales representative stated that the commanded shock was performed, impedance was lower than 125 ohms. The shock vector was unchanged. The physician decided to avoid the lead revision and keep monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.